Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
It was reported that there is a venous flow probe failure on the screen. The failure was found during set up, with no patient involved. The cardiohelp was shipped to the getinge repair depot for system restore. No harm to any person has been reported. As any bubble alarm is a high priority alarm, which leads to pump stop, if intervention is set by the user, a report is needed. Complaint ID: (B)(4).